Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6), peel health campus (B)(6) 2018. The surgeon was using saw blade through saw capture that was secured to 4 in 1 cutting block. The red clip broke off and the saw capture became loose. The broken piece was accounted for. Surgeon finished cuts with saw capture loosely secure. Patient ID: (B)(6) male, aged (B)(6) years, dob: (B)(6).

Manufacturer narrative:
(B)(4). The device associated with this report was not returned for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.